Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage.

Event description:
Patient representative reported right side severe pain, reoccurring cysts, "tight and extremely uncomfortable", distressed by product defect, cannot sleep due to fear of developing cancer, anxiety, "cysts/nodules", secretion came out like milk", turned red and liquid leaked a but healed within nine days, emotionally unable to keep prosthesis. The device remains implanted.